Event description:
A report has been received from (B)(6) of a possible bloodline tubing kink of the bvm combiset bloodline. Reportedly, the incident occurred while the pt was receiving hemodialysis treatment when the nurse noticed that the arterial line was kinked at the bvm cuvette. Although there was pt involvement, there was no injury to the pt and no medical intervention required.

Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file and the lot and mfg records for this product. In addition, the MFR has made visits to these clinics to observe the clinical practice and collect info that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.